Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx4.00mm wolverine coronary cutting balloon and a 4.00mm x 12mm nc emerge balloon catheter were selected for use. During the procedure, it was noted that the wolverine balloon ruptured in a vertical shape in the middle part upon second inflation at 10 atmospheres for 20 seconds. The device was removed without any problem. The nc emerge balloon was also ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx4.00mm wolverine coronary cutting balloon and a 4.00mm x 12mm nc emerge balloon catheter were selected for use. During the procedure, it was noted that the wolverine balloon ruptured in a vertical shape in the middle part upon second inflation at 10 atmospheres for 20 seconds. The device was removed without any problem. The nc emerge balloon was also ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient was in good condition after the procedure. It was further reported that the nc emerge balloon catheter also ruptured upon second inflation at 10 atmospheres for 20 seconds.